Event description:
It was reported to philips that the device shows error "11.4 battery end of life" and it cannot be used until it has a new battery. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device showed an error message, "11.4 battery end of life". An analysis was performed. Visual inspection found the "11.4 battery end of life" error message showing on the equipment. Results of the visual inspection indicate a battery error and the battery must be replaced. A replacement battery was ordered but has not been received yet. Once the replacement battery has been provided, the equipment will be put back into service. The device was removed from service until the battery replacement is available. The malfunctioning battery cannot be returned as it is considered hazardous material. Based on the information available and the inspection conducted, the cause of the reported problem was a malfunctioning battery. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device will be operational after repairs are completed. The device was temporarily removed from service while awaiting a replacement battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.